Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 38mm synergy ii drug-eluting stent was successfully deployed. Subsequently, the physician took a picture of the stent in the artery, it was noted that the stent foreshortened. No patient complications were reported and the patient's status okay.